Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient was scheduled for a pump replacement on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (2 mg/ml at 0.92 mg/day), baclofen (500 mcg/ml at 229 mcg/day), and morphine (12 mg/ml at 5.5 mg/day) via an implanted pump. The reporter believed it was compounded baclofen. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient began hearing the audible alarm last thursday ((B)(6) 2018). She came into the clinic this afternoon and per the event logs, a motor stall occurred on (B)(6) 2018 with a tube set message on (B)(6) 2018. There was no motor stall recovery message in the logs. The patient stated the she had a usual day at home the day of the motor stall. Pump eri (elective replacement indicator) was 11 months. The hcp sent the patient to the ER (emergency room) and was inquiring if there was anything else he could do to help with the motor stall recovery. The hcp stated they would symptomatically treat the patient. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a motor stall to the pump on 2018 (B)(6) at 11:21, but the reservoir was still decrementing down based on pump records. It was discussed with the rep that this was normal even with a motor stall. It was noted motor pulses were still being delivered. A stopped pump period may exceed tube set occurred on 2018 (B)(6) at 11:21. The actual volume/aspirated volume (av) was 7.4 and logs from 2018 (B)(6) indicated the reservoir volume was 16.9ml. The logs from 2018 (B)(6) indicated the reservoir volume was 17.8. It was noted they had to administer narcan on this patient on 2018 (B)(6). It was asked if the patient was over compensating with orals. The hcp stated they did not know. As of yesterday (2017 (B)(6)), they were not aware of any issue. It was noted that the pump needed to be replaced. It was noted that it was not going to resume. They programmed the pump to minimal rate. The rep was sure it will be replaced once the patient is back and alert, vitals cleared, but the rep did not known for sure. It was asked if the patient had any magnetic resonance imaging (mris) that may have preceded this, but the rep had yet to get a reply. It was noted the pump would be returned once it gets replaced assuming we get to that point. It was later reported that the clinic stated that the patient did not have an MRI any time recently. It was noted that surgical intervention did not occur and it was asked and unknown if surgical intervention was planned. It was noted that the issue was not resolved at time of report. The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. The patient's status at time of report was alive-no injury. The event date was 2018 (B)(6). No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump was replaced on (B)(6) 2018, and was shipped to the manufacturer. The patient resumed pump therapy with a new implant. It was reported that the explanted pump was returned with the original drug. In the operating room, no drug was removed and volumes were not compared. Pump logs indicated the explanted pump had a previous motor stall and recovery: a motor stall recovery occurred on (B)(6) 2018 at 19:38; motor stall occurred on (B)(6) 2018 at 12:11 with recovery on (B)(6) 2018 at 12:42; motor stall occurred on (B)(6) at 14:49, tube set occurred on (B)(6) 2018 at 14:49, and recovery occurred on (B)(6) 2018 at 16:12. The pain clinic was not aware of any volume discrepancies at the patient's last refill.

Manufacturer narrative:
Analysis found corrosion and-or wear and-or lubrication and stall due to shaft bearing. Additionally, analysis found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.